Event description:
It was reported that the lead exhibited low impedance. The patient was syncopal and received external defibrillation and artificial respiration. The lead was replaced and will not be returned.

Manufacturer narrative:
No medwatch form was received.